Event description:
The customer reported the ventilator alarmed and restarted during normal ventilation mode operation. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers field service engineer was unable to duplicate the customer reported problem. Review of the device diagnostic log history indicated a ventilator restart occurrence. Applicable final testing was completed and passed per operating specifications.